Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer originally reported that his olympus evis exera iii video system center was not displaying an image when utilized with a 180 series scope. That event was captured under report with patient identifier: (B)(4). While performing due diligence, the customer went on to note that he had two other olympus evis exera iii video system centers that were experiencing the same issue in adjacent rooms. According to the initial reporter, all further information is unknown. This report is being submitted to capture rooms 2 of 3. For information regarding the image failure in room 3 of 3, please see report with patient identifier (B)(4).

Manufacturer narrative:
Correction to a1 the patient identifier for a related report was inadvertently recorded. Please see a1 for further detail. Correction to d9 and h3, the subject device was retuned and evaluated.this report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's investigation. The subject device was returned and evaluated where the reported event was confirmed, the image was not displayed due to a faulty patient board set, there was also an intermittent usb connection and a faulty cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.